Manufacturer narrative:
Other, other text: additional information received by smiths medical on 10-nov-2020 via email that it is unknown if the product failed while in use with a patient.

Manufacturer narrative:
The device was returned for evaluation. The device was given functional testing and was found to meet with specifications. The device accepted syringes during the loading process. The reported issue was not confirmed.

Event description:
It was reported the device did not recognize the syringe loaded and gave "primary audible alarm". No adverse effects reported.